Manufacturer narrative:
Replaced both expiratory side and inspiratory side flow sensors to fix the reported issue. No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a no expiratory flow sensor error was displayed during pre-use checkout. There was no reported patient involvement.